Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs to user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The user failed to note this condition which could be visible via the viewing port upon pod placement if labeling is followed.

Event description:
Customer called to report the needle on a pod inserted late and as a result, his blood glucose went up to 320 mg/dl. The customer stated he did not hear the needle insert when he stated the pod, but when he went to bolus, the needle inserted. He had worn the pod for a few hours. No other issues were identified.